Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no similar complaints reported against this batch. Internal complaint number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal system 3.8mm failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.